Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system showed an alert due to fluctuating high shock impedance measurements out-of-range. Technical services reviewed the case and recommended troubleshooting to evaluate a potential right ventricular (rv) lead integrity issue. Provocative maneuvers were not able to produce any noise or spikes in impedance on continuous monitoring. No x-rays or commanded shock were performed. There was possibly a correlation between the high shock impedance and chest infections, and it was decided to just continue monitoring the patient. This rv lead remains in service and no adverse patient effects were reported.